Event description:
It was reported that the external pulse generator (epg) turned off while being used. The epg was returned. There was no patient involement noted.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis found ventricular output does not work; lower case is broken; heart wire contacts are corroded; both bails and covers are missing; attachment ring cover is broken; o-ring battery drawer is obsolete.